Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a surgical procedure the surgeon noticed a milky substance and that there was no irrigation. The patient experienced a corneal burn. The surgeon is uncertain if the handpiece or the system caused the burn. The patient was referred to a corneal specialist. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. No further information was able to be obtained from this customer regarding the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer did not retain the finished goods consumable procedure pak lot number, device history record (DHR) and lot history could not be reviewed. A sample for this complaint report has not been received. Therefore, a visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. There was no phaco tip sample returned for evaluation. Therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Because a phaco tip sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).